Manufacturer narrative:
Updated block: h6 the reported complaint was not confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Updated blocks: b1, b2, b5 and d10 per data log review: on 09-aug-2021 a perfusion screen was opened at 11:17:06 am. There were many speed changes made throughout the case. Normally if the pump head became uncoupled a backflow alarm would have occurred. There was no indication that the pump head became uncoupled. There is no way to tell from the log what the actual flow was based on the rpm of the pump. There is no indication of a problem with the centrifugal pump in the log.

Event description:
Per clinical review: the manufacturer's clinical specialist attempted numerous times to contact both the facility's manager and clinician involved in the case. The situation sounded like a high pressure excursion situation. A high pressure excursion is when the transmembrane pressure becomes excessively high, often causing the blood flow to be reduced, and occurs with a centrifugal pump. The clinical theory is that immunologic process which causes blood components (platelets, cryoprecipitates) to deposit on the membrane of the oxygenator, causing a high resistance to flow. The manufacturer's clinical specialist was unable to attain the information on if the team measures pre and post membrane pressures, and would have a delta q available. This phenomenon usually resolves itself fairly quickly and may be due to the decrease in the albumin based priming solution. According to the information stated, the perfusionist had a very high revolutions per minute (rpm) and lower flow on the heart lung machine (hlm) shortly after going on bypass on 09aug2021. The perfusionist went up and down on the rpms on the hlm without resolve. Additionally, she had the surgeon check all lines and cannulae at the field. There were no obstructions observed. She opted to exchange the delphin cone and proceed. The rpms and flow again post change out were higher than expected. The case proceeded without issue. There was no quoted blood loss, but exchange of a cone could be about 60 cubic centimeter (cc) of blood loss. There was no harm quoted.

Manufacturer narrative:
Per the perfusionist, the flow was turned down to help the magnet re-couple. Once that did not improve the issue, they changed out the centrifugal disposable pump head. The situation improved, however, the rpms were still very high for the flow. The field service representative (fsr) could not duplicate the reported issue, the system worked properly when tested. The centrifugal system and flow meter showed no problems. The unit operated to the manufacturer's specifications.

Event description:
It was reported that during use of the device for cardiopulmonary bypass (cpb), the revolutions per minute (rpms) on the centrifugal pump were very high, but the arterial pressure and flow was low. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.